Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 10 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered an ischemic stroke with conversion to hemorrhagic stroke. Support was withdrawn and the patient expired on an unspecified date. An autopsy was performed and the device was returned for evaluation.

Manufacturer narrative:
The evaluation of the returned pump revealed a thin deposition of strongly adhered tissue on the proximal edge of the inlet tube. Although a specific cause for its development could not be determined, the deposition did not appear to be affecting blood flow through the conduit. Additionally, a small tissue-like deposition was present in the proximal side of the outlet stator adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the outlet bearing ball or stator blades. Additionally, there was no evidence of contact marks on the outlet portion of the rotor. The deposition did not appear to have originated in this location; however, its specific origin and a duration in which it was present in the pump could not be determined. A direct correlation between the observed depositions and the report of ischemic stroke with hemorrhagic conversion could not be determined. The remaining blood contacting surfaces revealed no evidence of deposition. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists stroke, bleeding, and device thrombosis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.